Event description:
Analysis was completed on the returned programming tablet. No anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the vns programming tablet was sent to the manufacturer's field upgrade technician unused for upgrade but arrived with the battery depleted. It was reported that the upgrade technician turned the tablet on after charging and received a blank screen, then a windows start screen, then a black screen. The upgrade was unable to be performed (or even started) due to this issue. It was reported that when the tablet was plugged in, both sets of charge lights turned on, amber and green. The suspected programming tablet has been received by the manufacturer for analysis. However, analysis has not been completed to date.